Event description:
It was reported that the patient would undergo lead revision and generator repositioning. It was later reported that the patient only needed a reposition and that during the surgery the surgeon disconnected and reconnected the lead from the generator that the device was "checked twice" and then again "checked three times" after the generator was in the pocket. It was reported that post operative testing was performed and the patient reportedly "felt the feeling he was used to". It was later reported that pre-operative diagnostics resulted in high impedance. It was reported that the patient suffered a fall some time between the implant and day prior to surgery. Post-operative diagnostics were reported to be within normal limits. The cause of the high impedance is related to a generator/lead connection problem. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.